Event description:
It was reported that the device showed the battery and attention icons. Physio-control evaluated the device and found that it would not be available for use due to a depleted internal hlc battery. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control determined the cause for the malfunction to be excessive current leakage from the analog pcb assembly due to process residue on the fl 9 filter. The excessive current leakage depleted the internal hlc battery. A replacement device was provided to the customer.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-02/08/2013-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-02/08/2013-001c is relevant to this reported issue.